Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause was unknown. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics intraperitoneally for the event. At the time of this report, the patient has recovered and pd therapy was ongoing. No additional information is available.